Event description:
The user facility reported a female of unknown age was implanted with an impella cp device for mechanical circulatory support. While on support, the impella alarmed continuous suction alarms. As a result of the noted issue, p-levels were reduced and administration of one bolus to resolve the alarm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.